Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that there was leaking noted above the hub from a break/tear in the extension tubing below the hub (luer).